Event description:
It was reported patient underwent an initial left total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to hip dislocation. The liner and head were removed and replaced with biomet head and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00555 / 00556).